Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 459 mg/dl at the time of the incident. The customer had a hematoma under the skin in addition to the high blood glucose. The customer was given manual injections to treat. The customer experienced symptoms such as high ketones. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer dropped to 52 mg/dl from the manual injection they were given. The customer treated the low with juice. The insulin pump will not be returned for analysis.